Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation. The skin irritation was described as area to the patient's right side. The patient's doctor recommended the use of warm compresses. There is no alleged deficiency. Follow up was completed and the skin irritation was improving.